Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 photo investigation. Photos were provided for review. The photo investigation revealed that the black plastic handle was observed cracked, therefore, the reported event can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces while usage. The overall complaint was confirmed as the observed condition of the viper prime t-handle would contribute to the complained device issue. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the black handle was cracked from the middle area, therefore, the reported event can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces while usage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the viper prime t-handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history a review of the receiving inspection (ri) for viper prime t-handle, was conducted identifying that lot number mf4403104 was released in one batch. Batch1: lot qty of (B)(4) were released on mar 21, 2020 with no discrepancies. Supplier :(B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Corrected data d4 UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. When using the "t" handle, it broke when tightening the locking nuts. No fragments were generated. Changed to another t handle. Procedure was completed successfully with a ninety minute delay. There was no patient consequence. This report is for a viper prime t-handle. This is report 1 of 1 for (B)(4).